Event description:
While in the recovery room, it was discovered that the lead had perforated the atrium. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.